Manufacturer narrative:
The reported malfunction was observed and attributed to a system interconnection flex cable that was not properly seated. The cable was replaced to correct the reported problem. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed "defib fault 72" and "pacer fault 116" messages. Complainant indicated that there was no patient involvement in the reported malfunction.